Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 40 mg/dl. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not entered correct settings and the control iq feature was working as intended. Customer consumed carbohydrates to address the low bg. During troubleshooting with tandem technical support, the customer corrected the settings. Recommendation was made to discuss diabetes management with a healthcare provider.